Event description:
It was reported that the "tibial alignment guide in question exhibited great difficulty in attaching to the nail (via the nail holding bolts). Surgeon tried first bolt, it would not attach and nearly got permanently stuck inside the alignment handle. 2nd bolt was firmly attached to the nail however could not be subsequently disassembled." Surgical delay of 30-35 minutes.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the "tibial alignment guide in question exhibited great difficulty in attaching to the nail (via the nail holding bolts). Surgeon tried first bolt, it would not attach and nearly got permanently stuck inside the alignment handle. 2nd bolt was firmly attached to the nail however could not be subsequently disassembled." Surgical delay of 30-35 minutes.